Event description:
It was reported that a skin irritation causing redness, swelling and discomfort had occurred while wearing the pod. The patient visited a walk-in clinic on (B)(6) 2025, the patient's wound was cleaned, and she was later discharged the same day. However, the patient returned to the clinic 2 days later due to an abscess; during this visit they drained the abscess, prescribed her pain medication and discharged her hours later. The patient returned to the clinic to undergo another abscess drainage where she received antibiotics, she was discharged the same day. The patient underwent a total of 4 drainage procedures. Despite the evident improvement the patient acknowledged the presence of persistent lesion and feeling unwell. The patient reported a blood glucose level of >400 mg/dl. The patient started a new pod.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135 and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release.